Event description:
It was reported that the patient suffered a pericardial effusion. The caller stated that the physician did not check prior to the procedure if there was an effusion present. The physician noticed a small pericardial effusion during transseptal. The effusion was discovered before ablation was performed. While mapping with the pentaray catheter, the physician noticed that the effusion was growing. The procedure was stopped, and they monitored the patient for 30-40 min. The patient remained hemodynamically stable during this time. The physician suspected there was a perforation in the posterior of the left atrium that may have been caused during transseptal. The abbott brk 96cm transseptal needle was used. The physician did not feel comfortable continuing with the procedure. The procedure was aborted and the patient was admitted per usual protocol. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)